Manufacturer narrative:
Additional information h6. H6 codes do not appear in 3500a. Code is as follows: evaluation codes conclusion: 4315 device evaluation: the device was received for investigation. No physical discrepancies were found during a visual inspection. When testing was done, an air leak was confirmed. Engineering review however, did not reveal any discrepancies as the test was conducted by quality engineer and the only difference was between 100/860/070 and 100/860/080 is the tube size the process is the same. Out of 32 units tested all passed at 100 percent. The theory of the event was believed to be following the recommended guidelines that each device shall be inflation tested prior use as per the instructions for use. A root cause cannot be determined. As a preventive action, manufacturing personnel were notified by the supervisor and quality engineer about failure mode reported by the customer. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4) corrected data: correction information.

Manufacturer narrative:
Other text: additional information: h6: codes do not appear in 3500a. Code is as follows: evaluation codes conclusion: 4315 device evaluation: the device was received for investigation. No physical discrepancies were found during a visual inspection. When testing was done, an air leak was confirmed. Engineering review however, did not reveal any discrepancies as the test was conducted by quality engineer and the only difference was between 100/860/070 and 100/860/080 is the tube size the process is the same. Out of 32 units tested all passed at 100 percent. The theory of the event was believed to be following the recommended guidelines that each device shall be inflation tested prior use as per the instructions for use. A root cause cannot be determined. As a preventive action, manufacturing personnel were notified by the supervisor and quality engineer about failure mode reported by the customer. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4).

Event description:
Information was received indicating that two days following placement of a smiths medical portex blue line ultra tracheostomy tube, air leakage from the cuff occurred. It was reported that the patient was on an artificial respirator. There were no reported adverse patient effects.